Event description:
It was reported that "it had not been working for a year." It was unknown if the device was off. No patient symptoms were reported. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3889-28, lot# v094764, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).